Event description:
It was reported that perforation holes at the end of the resectoscope perform like a cheese grater. Allegedly, the ridge at the end of the timberlake is causing abrasions and scratches of the urethra.

Manufacturer narrative:
Additional info will be provided once investigation is completed.